Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer was doing a preventative maintenance (pm) check on the external pulse generator (epg) and the device was reading 5 volts (v) at the 5 milliamps (ma) to 20ma output setting with an oscilloscope. The biomedical engineer may have set-up the test incorrectly as there were two epgs with the same reading; therefore, additional testing will be performed. There was not patient involvement. Attempts to get more information were unsuccessful.